Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Lcig start date (B)(6) 2019. It was reported (B)(6) 2019 that patient suffered peritonitis during the tube placement and also a bladder infection. Patent was treated for about 1 week in the hospital. A gastric ulcer was also detected. No more information available. On (B)(6) 2020 it was reported during a home visit that the patient still has abdominal pain, which has decreased little since tube placement.

Event description:
On 26 jan 2020 it was reported that the patient¿s hospitalization was because of a pre-existing helicobacter pylori associated gastritis with recurrent nausea and vomiting under antibiotic eradication therapy. The initially suspected peritonitis was ruled-out.

Manufacturer narrative:
Reference record (B)(4).